Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site received a communication error message. The system was left on overnight and plugged into the network port the day before, the error message was noticed the next day. This was noticed in the navigate task from previous case the day before. After pressing ¿ok¿ the system became unresponsive, hard reboot brought system functionality back. Observed in storage area, no patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.